Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer was admitted to the hospital due to blood glucose of 519 mg/dl and was treated with intravenous insulin and saline. At the time of reporting, the customer was still admitted to the hospital. Multiple follow-up attempts were made to gather additional information, however, the customer did not respond to follow-up attempts.